Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump would rewind but not allow them to load a reservoir. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated their doctor asked them to get a replacement pump. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. Device left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).